Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 alarm codes were occurred in arctic sun device. (Alarm 01-patient line open and alarm 02-low flow occurred). Per review of wo on 22apr2024, there was no patient involvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 2 alarm codes were occurred in arctic sun device. (Alarm 01-patient line open and alarm 02-low flow occurred). Per review of wo on 22apr2024, there was no patient involvement. Per follow up information received via mail on 07may2024, it was reported that they repaired the device on the customer site. The issue was resolved by replacing a circulation pump.